Event description:
It was reported that during a surgical procedure conducted at the user facility the navigation system was off when entering the sinus. No adverse consequences, patient involvement, or clinically significant delays were reported with this event.

Event description:
It was reported that during a surgical procedure conducted at the user facility the navigation system was off when entering the sinus. No adverse consequences, patient involvement, or clinically significant delays were reported with this event.

Manufacturer narrative:
Although requested, no patient folders or logfiles were provided; therefore, a root cause of the event could not be determined.

Event description:
It was reported that during a surgical procedure conducted at the user facility the navigation system was off when entering the sinus. No adverse consequences, patient involvement, or clinically significant delays were reported with this event.

Event description:
It was reported that during a surgical procedure conducted at the user facility the navigation system was off when entering the sinus. No adverse consequences, patient involvement, or clinically significant delays were reported with this event.